Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2020-00356 and 3007963827-2020-00182. Concomitant medical devices: femur cemented posterior stabilized (ps) narrow right size 5 catalog#: 42500005802 lot#: 62827111, tibia cemented 5 degree stemmed right size d catalog#: 42532006702 lot#: 63148837, all poly patella cemented 32 mm diameter catalog#: 42540000032 lot#: 63160207. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right knee revision approximately four and a half years post-implantation due to instability. Attempts have been made and no further information has been provided.